Event description:
Had a hip replacement (by doctor) left hip; I called FDA to see if any recalls on it. They told me on the femoral head in my hip was recalled by zimmer. Developed heterotopic ossification were the recall hip is and had x-rays done and dr still didn't tell me about the recall. I had a hip replacement total on (B)(6) 2008 and been in pain ever since my follow ups with the surgeon. I was letting him know I was feeling pain and popping. He told me that's normal so kept on living my life. After a year and a half, went to see my family dr and he sent me to therapy and I told therapist it hurts to move it and we stopped. I had a scooter but scooter store shut down, so I had to walk more. Zimmer ml taper femoral head was recalled and I was never informed. On (B)(6) 2019 went back to see the surgeon and he did x-ray and said that is where I developed heterotopic ossification in the hip that I had surgery and he still didn't explain the popping noise in the hip. And he never said nothing to me about the recall of my femoral head that could be causing all my symptoms; now he want to replace my right hip I just don't trust him as a pt. Depression, was on pain medication, and I use a cane and trying to get a scooter; great guy.